Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that during the asymptomatic patient's implant procedure the stylet became stuck in the lead. The lead was not used and was replaced on (B)(6) 2017. The procedure was completed successfully without adverse consequences to the patient. The patient's condition before, during and post procedure was stable.